Manufacturer narrative:
In this case, the returned device analysis confirmed the reported single gripper actuation issue. Additionally, it was observed that the tactile gripper line was broken and two of the fes were bent. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on information reviewed and the analysis of the returned device, the reported single gripper actuation issue was due to the gripper line break. However, a cause for how the gripper line broke and bent fes could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, one gripper was unable to lower during grasping. Troubleshooting was performed and was successful. Another attempt was made to lower the grippers and was unsuccessful. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The tr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects.